Manufacturer narrative:
Film evaluation summary: the reported retraction of the right limb extension out of the right common iliac artery, leading to the type ib distal endoleak was confirmed. The exact cause of the migration could not be determined; however, this appears most likely to have been anatomy related due to disease progression (iliac artery dilatation) with possible morphology changes. The anatomy at implant is unknown and earlier post-implant films were not provided for comparison. It is also possible that the resulting acute stent graft angulation within the aaa sac may have led to the observed thrombus seen within the right limb and bifurcate aortic body. There appeared to be marginal component overlap between the ipsi and right limb extension, which most likely was a result of the limb migration. Although a type iiia endoleak could not be confirmed from the returned CT¿s, it is possible that there was associated sac pressurization from this marginal junction which may have also contributed to aaa expansion along with the distal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 5 years post implant, CT was performed which showed a type ib endoleak in the right common iliac due to retraction of the endurant limb. The patient was successfully treated 10 days later with a limb extension. As per the physician, the cause of the event was related to disease progression in the right common iliac. No additional clinical sequelae were reported and the patient will be monitored.